Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was receiving an unknown drug via an implantable pump for non-malignant pain, post lumbar laminectomy syndrome, and failed back syndrome - other. It was reported that that the patient was not going through withdrawals like they were when the medication was at 100% (B)(4). The patient reported that about 12 years ago, they went through withdrawal on their previous pump two times. The healthcare provider (hcp) had miscalculated the dose that the patient needed to have, which caused them to get sick and go into "major, major withdrawals". The timeframe of the reported issue was unable to be clarified with the patient. 2021-10-28 rtg0228268 update (con) additional information was received from the patient to re-report issues documented in this case. The patient reported that the pump was previously alarming due to the battery for the pump running out. The alarm was silenced on tuesday (2021-10-26) of this week. The patient inquired why they were still going through withdrawals if the pump was shut off. The patient was redirected back to the hcp. The patient noted the pump was really bothering them and stated they have "poisonous stuff" in them (patient referring to the pump). The patient stated the hcp talked with them about removal of the pump. A physician listing was offered, but declined. The patient kept asking how long they will have to suffer with the pump, and was redirected to the hcp. The patient disconnected the call.